Event description:
Foreign body described as gelatinous mass apparently left in anterior chamber of eye during cataract extraction surgery by amo unfolder cartridge gold series ref# goldc for use with amo lens s155nb. Mass had to be irrigated out surgically.